Manufacturer narrative:
An event of circumferential pericardial effusion and cardiac tamponade after 1 day of amulet device implant was reported. Reportedly, the physician believed the cause of pericardial effusion was amulet device. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s device contributed to the pericardial effusion. It is possible that the reported positioning difficulty due to anatomical condition may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The reported intervention was result of pericardiocentesis performed for effusion. The patient's condition was reported to be stabilized thereafter. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. The shape of the appendage was chicken wing morphology. The landing zone measured 21.4 × 18.4 mm on 3d transesophageal echocardiography (tee), and 19.6 mm and 20.6 mm on 2d tee. The neck diameter of the wing was 19.5 mm (17.1 mm), and considering the oval shape, a 22 mm amulet device was planned to be deployed using the sandwich technique. The pectinate muscles within the laa were not particularly prominent, and the depth of the laa was relatively shallow, measuring only 10 mm at its narrowest point. During procedure, the left atrial pressure was above 12 mmhg, the activated clotting time (act) levels were 310s and 7,000 units of heparin was administered. The atrial rhythm at time of procedure sinus rhythm. During the first attempt at deployment, the device was released from the central portion, but it slightly recoiled into the left atrium. Therefore, partial recapture was performed, and the device position was adjusted anteriorly, with deployment initiated from the deeper side. The device stabilized at the intended position, and after confirming the "close" sign, color doppler, tension test, and contrast angiography showed no issues, the device was released. The distance between the pulmonary artery (pa) and the laa was approximately 3.0 mm at its shortest, and there was no compression of thin tissue, which was deemed acceptable. No pericardial effusion was observed until the patient left the operating room. On postoperative day 1, transthoracic echocardiography revealed a 20 mm circumferential pericardial effusion and cardiac tamponade were noted. A pericardiocentesis and drainage were performed, yielding 200 cc of fluid. The physician mentioned the cause of pericardial effusion was amulet device. The patient's condition stabilized thereafter, and they were discharged on postoperative day 6.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.